Manufacturer narrative:
Updated sections: (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated driveline cable met all requirements for release. On-site inspection of the driveline cable revealed a single crack of the outer sheath, thus confirming the reported event. A driveline sheath repair was performed to mitigate the conditions reported. Log file analysis revealed normal pump parameters and no alarms recorded that could be related to the reported event. Heartware has initiated an internal investigation to evaluate driveline sheath damages. Based on historical data of similar driveline sheath damage events and the investigation conducted by the manufacturer, the most likely root cause of the driveline sheath damage is exposure to uv light. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) provides driveline care instructions to the clinician for inspecting the driveline for damage to the polyurethane outer tubing (outer sheath). The IFU and patient manual provide general care instructions on cleaning of the driveline, preventing damage to the polyurethane outer tubing (strain relief recessed out of connector). Prevention of damage and inspection of driveline information is also covered during patient and medical personnel training. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that there was a single crack in the outer sheath of the driveline. It was documented in the service report that on (B)(6) 2017 a repair of the crack was performed. It was stated that the procedure was done as outpatient and no prep was needed to accomplish the repair. It was further stated that there were no pump stops associated with the repair and procedure was performed and there was no effect on patient. No additional information available.

Manufacturer narrative:
(B)(4). As a result of review on the complaint file, this report contains an update to the product event summary regarding the formal investigation associated with the reported failure and also updates applicable FDA method, results and/or conclusion code(s) to more accurately reflect what is in the complaint file. The previously reported failure and investigation findings remain unchanged. Product event summary: the ventricular assist device (vad) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated driveline cable met all requirements for release. On-site inspection of the driveline cable revealed a single crack of the outer sheath, thus confirming the reported event. A driveline sheath repair was performed to mitigate the conditions reported. Log file analysis revealed normal vad parameters and no alarms recorded that could be related to the reported event. Based on historical review of similar events, the most likely root cause of the driveline sheath damage may be attributed to multiple factors including design issues and/or exposure to uv light. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.